Manufacturer narrative:
D10: three peg patella; 35mm; cat# 200-02-35; sn (B)(6). Optetrak asy, ps cemented; femoral, sz 4; cat# 234-02-04; sn (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a left tka, underwent a revision procedure approximately 7 years 2 months post the initial procedure. The patient was revised due to aseptic loosening. The femoral knee had debonded/loosened. No additional information about the event or patient has been provided. Previously reported under e-submitter MDR#1038671-2020-10221.